Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and the reported problem was not confirmed using the system error logs. Upon visual inspection there was no issue found that would be related to the reported event. The erbe was tested using system, the unit energized and cauterized all ports and instruments without an issue. The erbe will be sent to original equipment manufacturer for further investigation. While the issue was not replicated and no problem was detected with the generator, the probable root cause could be attributed bipolar detection issues on the generator. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported to technical service engineer (tse) that the bipolar energy was having issues and getting no power with a red question mark next to the bipolar energy. The customer tried a new bipolar energy cord, instrument, and both bipolar ports on the erbe. The customer confirmed they do not track the energy cable usage. The customer rebooted the erbe and tried a 3rd bipolar energy cable; however, the issue persisted. The procedure was completing as planned with no reported injury. The procedure was completed with no reported injury.